Event description:
During incoming testing by covidien (B)(4), the pencil was found to sound an activation tone on the generator. Evaluation determined the pencil self-activated. There was no patient involvement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.